Manufacturer narrative:
Failure analysis inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s blood glucose level was 172 mg/dl, 132 mg/dl, 130 mg/dl and 126 mg/dl. The customer was treated with candy for low blood glucose level. The customer reported that the cannula was curved. The insulin pump will not be returned for analysis.